Manufacturer narrative:
Updated: h6 (component code, type of investigation, investigation findings and investigation conclusion). The device was received for evaluation. The report of leakage at the stopcock was confirmed. As received, a leakage was observed from the connection between male luer of flotrac sensor and female luer of zero stopcock. Visual examination found multiple cracks on the female luer of zero stopcock. Leakage occurred from the cracks. No other visible damage was observed from the entire unit. Based on further engineering investigation, it was determined that this issue related to the supplier; therefore, the supplier has been notified in order to perform an investigation to avoid the recurrence of this issue. Nevertheless, it was verified that during the edwards manufacturing process, there are controls to avoid potential causes related to the malfunction such as visual inspection and continuous monitoring sampling.

Event description:
As reported, during this alta target market release (tmr), this acumen iq sensor had a leakage at the stopcock; therefore the co (cardiac output) value was not correct. There was no error message displayed. There was no allegation of patient injury.

Manufacturer narrative:
The product has been returned for analysis; however, it has not yet been evaluated. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.